Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. A: patient information could not be obtained due to country privacy laws. Legal manufacturer: gehc trout - 3114 n grandview blvd, USA waukesha, wi 53188.

Event description:
It was reported that there was a malfunction resulting in unavailable oxygen therapy during a case. The patient was transferred to a mac ventilator. There was no patient injury.